Event description:
It was reported that during an interrogation of the implantable cardioverter defibrillator (ICD) that the device was interrogated in itially and no issues were seen, but upon interrogating all, it was noted that there were dotted lines appearing real time electrograms (egm) data and connection was lost. Troubleshooting steps resolved the issue. The device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database found the customer comment that the mobile programmer lost connection was confirmed. Continuation of d10: product ID ddpa2d4, serial #: (B)(6), implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.